Event description:
It was reported by a customer on (B)(6) 2011 three minutes into the procedure a light was noticed through the fiber cable near the console end at 126,751 joules. No pt injury was reported.